Event description:
The customer received questionable troponin I stat results for five samples from one patient when tested on cobas e601 analyzers serial numbers (B)(4). The result for all five samples was 0.7 or 0.8 ng/ml. The samples were repeated on an abbott I-stat analyzer and the results were all 0.0 ng/ml. The samples were diluted 1:2, 1:5, and 1:10 and the all results were <0.300 ng/ml with a data flag. The patient was admitted for additional testing. Additional testing included a chest x ray, EKG, CT and echo cardiogram. All tests had negative results. The patient was currently stable. The ER stated they did not know which result was correct, but the results from the I-stat analyzer fit the clinical picture of the patient more accurately. A sample from the patient was submitted for further investigation.

Manufacturer narrative:
The submitted sample from the patient was tested with reagent lot 175762 and the customer's result was reproduced. The sample was then tested with reagent lots 174424 and 178186 and a result of < 0.1 ng/ml was received. Investigations done with the reagent including exchange of the r2 reagent showed a lot specific interference with reagent lot 175762. Further clarification of the issue was not possible with available methods and the current state of the art.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.